Event description:
Received medwatch #1010737 3/3/97 stating "endoscopic reloadable linear cutter reloaded twice and functioned correctly. Misfired on third reload. Malfunction necessitated additional artery repair, and resulting blood loss noted." 3/13/97 spoke with sales rep who was advised by risk manager reported these to FDA in april of 96 and instruments are no longer available.